Event description:
Dr implanted lumbar 1/f cages with unilateral fixation only. The cage is indicated for bilateral fixation. Pt experienced an expulsion of one of the cages. The report states that the pt is in acute pain. He is going for a second opinion in the middle of november and will most likely undergo a reoperation to re-implant the cage and add add'l instrumentation. The cage appears to be intact.